Event description:
On 08/11/06, nellcor puritan bennett received a report of inflation issues on a tracheostomy tube. The caller reported the clinician attmepted to inflate the cuff after insertion of the tube and the cuff would not inflate. The tube was replaced without incident.

Manufacturer narrative:
Investigation for this complaint is currently in progress.